Manufacturer narrative:
Concomitant medical products: product ID: 977a260 , serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-feb-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-feb-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins). It was reported that patient had somehow pulled one of her leads out so she had to have it replaced with new lead on (B)(6) 2019. Patient felt like something was wrong like 2 years prior to them actually discovering that the lead had pulled out. Patient had complained about feeling lead every time she leaned back on something and it had hurt. Patient had gone to her doctor and he had looked at her back and saw a bulge where the lead was and knew right away something was wrong. No further complications were reported/anticipated.